Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400 mg/dl and insulin pump had insulin flow blocked alarm. Customer stated that the insulin flow blocked alarm was resolved by reservoir change. Customer declined troubleshooting for high blood glucose. Insulin pump and reservoir will not be returned for analysis.